Event description:
On 23-may-2026 it was reported that on (B)(6) 2026, the user experienced hyperglycemia with a reported blood glucose level of 400 mg/dl resulting in diabetic ketoacidosis, hospitalization, and ICU admission. The user was treated with subcutaneous insulin, IV insulin, and IV fluids and remained hospitalized from 23-may-2026, through 24-may-2026. The user recovered and resumed ilet therapy upon discharge.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis, hospitalization, and ICU admission. Dka represents acute metabolic decompensation requiring intensive inpatient medical management and is consistent with the reported hospitalization, ICU admission, IV insulin therapy, and IV fluids. Engineering review confirmed that device data were available through 21-may-2026 and showed no device malfunction alerts and no evidence of an ilet charging failure. Device data demonstrated repeated low insulin, very low insulin, out-of-drug, change infusion set, bg run, cgm pairing, and low battery alerts prior to the event. The user was not connected to the ilet at the time of the event and was attempting diabetes management with manual insulin injections. Based on available information, the event was attributed to interruption of ilet therapy and inadequate alternative insulin administration while off device therapy. No malfunction of the ilet pump was identified. If additional information becomes available, a supplemental MDR will be submitted.